Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with no tortuosity and no calcification and 99% stenosis. Three unspecified promus stents were implanted in the rca, creating a "full metal jacket". The 3.0 x 28 mm promus stent was attempted to be placed distal to the three previously implanted stents, however, it could not cross, despite pre-dilatation. A non-abbott 2.0 x 15 mm balloon was used for further pre-dilatation. The promus stent was re-inserted and again attempted to cross. After it would not cross the second time, it was attempted to be retracted, however, it appeared to be caught on one of the previously placed stents, and subsequently dislodged. No retrieval attempts were made as the stent could not be located. The previously implanted stents were not noted to be damaged. The patient was stable and was sent to another facility for coronary artery bypass graft (CABG). No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, guide cath: mach 1, stent: promus (x3). You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Device: (B)(4) re-insertion, distal to stent, use at a site with no surgical facilities. The stent delivery system was discarded and the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the electronic instructions for use states (IFU): stent placement should be performed at hospitals where emergency coronary artery bypass graft surgery is accessible. IFU also states: although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Additionally, an unexpanded stent may be retracted into the guiding catheter one time only and an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.